Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed the breaker had tripped. During the inspection, the fse checked the three-phase ups and noted an open line and a battery error on the single-phase ups. To resolve the issue, the fse set the ups to bypass mode and successfully powered the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.